Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not power on after insertion of four new batteries. The customer also reported having high blood glucose of 600 mg/dl at the time of incident. The customer was hospitalized on (B)(6) 2017 as a result. The customer attributed their high blood glucose to a steroid injection. The customer was discharged from the hospital when their blood glucose declined to 506 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose at the time of the call was 468 mg/dl, which was treated with the insulin pump. Customer reported experiencing blurred vision as a result of their high blood glucose. Troubleshooting for the blank display could not retrieve the display with a new battery insertion after letting the pump rest for two hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank/flashing white display noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.